Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported that two independent orthodontists informed them that the type of treatment byte offers was not appropriate for their dental issues and could never have resolved them. Additionally, patient learned that their bite is now misaligned due to the treatment, and will require further procedures to correct the damage caused by byte aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.